Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual inspection of the wire revealed the wire had split into two pieces. The returned wire was not kinked and contained no other defects other than the separation. Microscopic examination of the separation point revealed a smooth and clean separation. The end was not pinched or tapered and the separation was at a clean 90 degree angle. The rest of the guide wire was undamaged. The guide wire separated 54cm from the distal end. The guide wire outer diameter measured 0.0162" which is within the specification of 0.0160"-0.0165" per guide wire product drawing. The guide wire overall length measured 131cm which is within the overall specification of 128.75-131.25 cm per guide wire product drawing. The guide wire was measured by placing both returned separated pieces together. The guide wire was functionally tested by advancing it through a lab inventory 21ga needle. The guide wire passed through the needle cannula with minimal resistance. A previous sample of the same material number as reported in this complaint, with a similar separation was forwarded to engineering to analyze the guide wire. Engineering analysis did not find any indication of the damage being due to a defective guide wire. Two lab samples of the same guide wire were tensile tested at similar locations and broke at 40+lbs of force. A device history record review was performed and with no relevant findings. The instructions-for-use (IFU) provided with this kit describes suggested techniques for guide wire insertion. It also cautions the user to not withdraw guidewire against needle bevel to reduce the risk of possible severing or damaging of guidewire. The IFU also cautions to not apply undue force on guidewire to reduce the risk of possible breakage as well as to not cut guidewire with scalpel. It notes to position cutting edge of scalpel away from guidewire if being used to make skin nick. To reduce the risk of cutting the guidewire, engage the safety and/or locking feature of scalpel (where provided) once cutaneous puncture site is enlarged. The report that the guide wire was separated was confirmed through examination of the returned sample. The guide wire broke and separated on the solid wire portion of the nitinol swg. Dimensional inspection, functional testing and a device history record review did not reveal any evidence of a manufacturing related issue. Engineering tensile tested lab inventory swgs of this size at a similar location of the break and each sample broke at 40+ pounds of force. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: placed PICC in patent over the wire. Went to remove wire, no resistance, but upon removal noticed the end was missing. The 180cm had a clean break. Removed the whole PICC with wire tip. They were able to place a new PICC with no issue. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer reports that the whole PICC with wire tip was removed. No report of any fragment of device retained in patient. No repot of a change in the status of the patient's condition. No intervention required. New PICC placed without incident.

Event description:
The customer reports: placed PICC in patent over the wire. Went to remove wire, no resistance, but upon removal noticed the end was missing. The 180cm had a clean break. Removed the whole PICC with wire tip. They were able to place a new PICC with no issue. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.